Event description:
The facility is complaining regarding observance of a service indicator when performing routine user test. These errors indicate a device may not be able to provide therapy if required during pt use.